Event description:
It was reported that a motor stall occurred and was confirmed by telemetry. The motor stall was caused by the patient having magnetic resonance imaging (MRI). The motor stall occurred at 16:11 and the patient had been out of the MRI for at least 30 minutes. No alarm had been heard; however, the reporter stated that the critical alarm was set to 2 hour intervals. The reporter had interrogated the pump 6 times and no recovery had yet occurred. The reporter reported later that day that the motor stall still had not recovered. An error code of ¿8476 motor stall¿ was observed on the patient¿s personal therapy manager (ptm). The patient was to continue to check the pump with the ptm after returning home. The patient was not having any symptoms. The device system delivered morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8835, serial# (B)(6); product type programmer, patient. (B)(4).